Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the customer reports that the needle broke 1/2 inside the pt. Both parts were retrieved from the pt, another device was used to complete. No reported ill effect to the pt. There was no blood loss and no tissue damage. The surgery was not extended beyond 30 minutes. No add'l medical intervention required. No sample. It is not known what happened to it. No pt injury was reported.

Manufacturer narrative:
(B)(4).